Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a hysterectomy procedure, the device did not hold the needle in its jaws. The needle did not fall into the patient cavity. To correct this problem, they used another device.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. One broken needle was found in the jaws of the instrument. Under microscopic inspection, the needle was observed to be broken at the swage, the weakest point of the needle, and to have witness marks on the cone edges. Witness marks from the needle impacting the beveled wall was observed on the instrument. Sheering was observed on the toggle switches. The broken needle was removed from the instrument. The instrument was then loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned product confirmed the product, as received, did not meet quality release specifications. Product analysis suggests the product was used in a surgical procedure. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. The IFU states, "toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device."? Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.